Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) implant procedure. During right atrium leadless pacemaker (ralp) implant, after fixation and entering tether mode, the system reached a mid-tether position but could not achieve full tether engagement. A tether fracture was suspected. It was also noted that the lp could not be separated from the delivery catheter after multiple attempts. The device was eventually redocked, unfixed, and removed along with the delivery catheter. A new delivery catheter and atrial device were used, and the implant was successfully completed without further issues. The patient remained stable throughout the procedure.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection noted that the inner helix was compressed out of specification and no anomaly was noted on the outer helix. The compressed helix is consistent with explant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.